Event description:
It was reported that during a laparoscopic appendectomy, the device fired malformed staples. The device was difficult to open. The device had to forcibly be opened but it did open. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number, so therefore we were unable to review the manufacturing records.